Event description:
During a laparoscopic cholecystectomy procedure, a high frequency cable smoked and flamed at the point where the cable joins the metal connector that fits into the valley lab electrosurgical unit ("esu"). According to the hosp nurse, the esu was immediately unplugged. The cable burned and fell to the floor before it stopped burning. The procedure was completed with a second cable and no injuries resulted from the occurrence.